Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. Fse went to the account and tested all audio components. Issue was nonexistent. System was unable to be verified as cases were about to begin. The fse has since followed up with the customer and no further issues have presented. A log review was performed. Per the review, the following was confirmed: the procedure was performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support during the initial troubleshooting call. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, arm 2 stopped working. Technical support was contacted and the technical service engineer (tse) viewed system logs with no errors noted. Customer stated that the surgeon is continuing with arms 1,3 and 4. Tse also viewed artemis and noticed that arm 2 was assigned to surgeon side cart (ssc)2 with the surgeon using ssc1. Customer also stated that they power cycled the system but the surgeon was still having issues. Tse logged into the system to review logs prior to the mid-procedure reboot with no errors noted. At this point, the surgeon was able to complete the case with no further issues. Customer stated that they do have another case and asked if it would be ok to disconnect ssc2. Tse agreed with the customer and also recommended to speak with the surgeon to confirm cart setup was good for the case to follow. Customer agreed and would like their field service engineer fse to follow up. The procedure was completed with no reported injury. Additional information received from the customer stating the surgery was completed with no patient harm or impact.